Event description:
Customer's mother reported that the insulin pump alarmed for a button error. The blood glucose reading was 102 mg/dl. She could not recall any significant event leading to this alarm. Nothing further was reported.

Manufacturer narrative:
The buttons functioned properly. However, corrosion was found on the keypad traces. No button error alarms were noted during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.